Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 93.28% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.